Event description:
The reporter stated that relative did back to back (rapid succession) blood glucose tests with 10 minutes, using different finger sticks. Relative results were 122 and 87mg/dl. Relative did not have any symptoms. A control solution test was not done due to unavailability of supplies. On followup, the reporter confirmed the above info; relative does not speak english. Reporter will do control testing on subject meter and test strips at time of reporters next test. No harm was alleged.